Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) due to the device not inflating. It was said that the cause was a fluid leak; a new device was implanted and there were no patient complications reported.

Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.